Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed/broken. Top case had a slight crack by the tube holder. System failure: syringe plunger not in place was in the event history log multiple times. The technician was unable to duplicate syringe plunger not in place during the syringe test check, the root cause of the reported issue could not be determined. The chip on the plunger board appears to be intact with no physical damage. Replaced plunger board for preventive. Performed all functional testing which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the syringe plunger was not in place. No patient injury was reported.